Event description:
It was reported that during an unknown time, the device had an unknown repair request. No info was provided as it relates to harm or surgical delay. During final evaluation it was noted that the device had unstable motor speeds. Diligence is complete as no additional info is available.

Manufacturer narrative:
This event is being recorded under (B)(4) as an initial/final. Review of the most recent repair record determined the motor speeds were not stable. The motor was replaced and resolved the reported issue. The reported event is confirmed. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom. E1: telephone: (B)(6).